Event description:
A malfunction was reported with a malfunction code of malf 0, which was addressed by providing pump reset information, and the customer successfully reset the pump without any recurrence of the issue. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was able to continue using the pump and was advised to call back if the malfunction code appeared again.